Event description:
It was reported that the implant was removed due to fracture of the implant. The area was bone grafted after removal.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Expiration date and unique identifier (UDI) number unknown / not provided. Additional PMA/510(k) number ¿ k013227. Device manufacturer date unknown / not provided.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified implant fracture at collar area. Functional testing could not be performed since the product was fractured. Patient was noted to have moderate density - (type ii) bone. The patient also suffered from bruxism and clenching. The reported device had been placed on tooth #3 for approximately 4 years. The implant was placed on a previously allografted site. Complainant reported that the implant was removed due to fracture of the implant. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. A device history record (DHR) review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. The following sections have been updated: d4: expiration date, UDI h3: device evaluated by manufacturer: change ¿no' to 'yes' h4: device manufacture date h6: evaluation codes. H10: additional narrative

Event description:
No further event information is available at the time of this report.